Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that her mother experienced high blood glucose of over 600mg/dl which was treated with insulin bolus. Customer's current blood glucose was 546mg/dl. Customer's daughter stopped troubleshoot for high blood glucose because her mother had blood glucose of 512mg/dl and took 5 units of insulin. Insulin pump will not be return for analysis.